Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient only received a week of pain relief after receiving the decompression implant. The patient decided to have the device explanted and have spine surgery at the same time. The explanted device will not be returned for analysis as it was disposed of by the medical facility.